Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. The instructions for use states that the user should ¿assess access site for bleeding and hematoma.¿

Event description:
The user facility reported an impella cp in a 82-year-old male patient for high risk percutaneous cardiac intervention. The patient experienced bleeding complications from their access site. The patient was also noted to have a recent history of a gastrointestinal bleed since admission. Due to the reported bleed, heparin was turned off and the patient was transfused two units of blood (prbcs) and one unit of platelets. As heparin was re-introduced, the gi bleed remained ongoing and a unit of prbc was being given daily. Support was maintained throughout the event.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the initial report was submitted. The root cause of the access site bleeding was unable to be determined as the product was not returned and insufficient clinical details were provided.